Manufacturer narrative:
The investigation for the purge pressure low has been completed. No product was returned for evaluation. Data logs were reviewed and the lt logs showed seven instances of "low purge pressure" alarms occurring during the case. Each of the instances of "low purge pressure" alarms showed that a bag or cassette change occurred right before alarm was triggered. All alarms were able to resolve on their own or after multiple troubleshooting attempts including bag changes or de-air procedures. The customer reported the issue against the purge cassette so the product investigated was changed to the purge cassette. Additionally, as the "low purge pressure" alarms occurred directly after a bag or cassette change. The root cause of the priming issue was most likely use related as all low purge pressure alarms occurred directly after a bag or cassette change and is able to resolve.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant had an impella cp pump supporting for a patient admitted in after transfer from community to tertiary center. Purge pressure low alarms occurred following a bag change. No leasks were noted. Troubleshooting was attempted by mock bag changes and de-airing process without any resolution in alarm. No patient harm was reported.